Manufacturer narrative:
Conclusion / root cause: no fault found. Multiple attempts made to try to duplicate reported problem by stretching and twisting cable in numerous directions. No signs of lost signals or error codes. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.